Event description:
The facility representative reported to customer service, a pump that doesn't alarm due to audio failure. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be received and an evaluation performed.